Event description:
It was reported that the lead dislodged. The stylet could not be passed though the lead for repositioning, so it was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.